Manufacturer narrative:
This report is being submitted retrospectively per FDA request 06/08/2023.

Event description:
Receives readings of 35 mg/dl after work out received 50 something, ate a little bit and the result was 35. He was at work at the time of the call and didn't have his device or strips with him.